Manufacturer narrative:
Log file analysis revealed the occurrence of several premature battery switching events. The controller data viewer also revealed the occurrence of multiple power-up events on the same date. These incidents appear to be the result of a communication anomaly between the controller and the battery. The returned battery passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple power-up events on the same date, involving this battery. Power-up events could be indicators that both power sources were disconnected from the controller at the same time or that there was a malfunction affecting communication between controller and battery. Additionally, an incidental finding of several premature battery switching events was made. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event the device analysis of the device revealed that the device met specifications. These incidents appear to be the result of a physical disconnection of power supplies or a communication anomaly between the controller and the battery. The reported loss of power was observed during log file analysis; however, no failure was detected during testing. All devices passed visual and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is three of four reports (3007042319-2015-00737, 3007042319-2015-00738, 3007042319-2015-00739, 3007042319-2015-00740).

Event description:
Vad coordinator reported that the patient experienced one no power alarm. Log file analysis did not reveal any alarms but did show motor start events. Two batteries were exchanged and are being returned to the manufacturer for further evaluation. There was no patient injury as a result of the event. Investigation is ongoing. This is report 3 of 4.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the controller and the primary controller that is in use. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. This is one of four reports (3007042319-2015-00737, 3007042319-2015-00738, 3007042319-2015-00739 and 3007042319-2015-00740) submitted for devices related to the same event. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-mdrs were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between 18 march and 19 may 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. This is report 14 of 117.